Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed and detached initial ruby coils into the target vessel using a lantern delivery microcatheter (lantern). The physician then attempted to advance a new ruby coil through the same lantern; however, the coil was completely stuck and would not advance out of its introducer sheath and into the lantern. Therefore, the ruby coil was removed and the procedure was completed using additional ruby coils and the same lantern. It should be noted that the physician used a rotating hemostasis valve (rhv) during the procedure. There was no report of an adverse effect to the patient.